Manufacturer narrative:
The device has not been returned to animas. No conclusions can be made. (B)(6).

Event description:
On (B)(6) 2017 the distributor contacted animas and alleged that were two needles in the sensor, so sensor was not inserted, there was no allegation of an adverse event. This complaint is being reported due to the potential to cause harm to the patient.